Manufacturer narrative:
Additional information is provided in h.6 and h.10. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that after laser assisted cataract procedure in the right eye, a capsular bag tear in the periphery was observed during irrigation and aspiration. Additional information received clarified that the surgeon completed the procedure by using alternate lens without issues.